Manufacturer narrative:
A philips remote service engineer (rse) made repeated, unsuccessful attempts at contacting the customer to troubleshoot. Therefore, the cause of the reported problem was not identified and the resolution is unknown.

Event description:
The customer reported that the device was not alarming when it was supposed to. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.